Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) approximately seven months ago. It was noted that the patient had multiple events approximately three to four months ago. The device recorded a diverted episode as well as a shock delivered. The markers for these events were questioned. Technical services (ts) discussed the markers and that it was normal device operation. There were no device allegations at that time. The device was later explanted due to elective reasons and was returned for analysis. Routine initial device testing indicated that detailed analysis was required. No adverse patient effects were reported.